Event description:
The complainant has reported that a pt (age & gender unk) underwent an esophageal band ligation procedure, which had involved the use of a speedband multiple band ligation device. It was reported that during the procedure and at the target site, the handle was rolled but the band was not able to fire. The scope was removed from the body and the device was exchanged to another of the same device. The procedure was completed successfully with the second speedband device with no complications or ill effects to the pt.

Manufacturer narrative:
A review of the device history record revealed no anomalies that could be associated with this incident. A lot history search was performed and found no other complaints have been reported from this lot. The speedband superview super 7 ligator (head only) only was received in a condition which prevented a functional check. A visual evaluation revealed that all 7 bands remained on the ligator head; however, the thread had been pulled free from the first 5 bands. The teeth of the ligator head were severely damaged. The end of the thread was frayed and uneven indicating that the thread broke under a tensile load and was not cut. The bands did not deploy properly because the teeth on the ligator head did not hold the thread in place during deployment. The knots on the thread pulled through the teeth which caused the damage and allowed the thread to be pulled free from the ligator without deploying the bands. The root cause for the teeth not properly holding the thread during band deployment is not known. The march 2007 band ligation product family rolling 15 month trending chart was reviewed and the product family is not at or above the complaint alert limit and does not show a negative trend.